Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the inspection of the orthokit, it was found that the device was broken, after return from a surgery (primary ptj) at (B)(6). It was reported that the broken tip remained in the patient's bone.

Manufacturer narrative:
(B)(4). The investigation has been reopened because a corrected lot number has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: update december 23, 2015: received complaint device. Product lot code change the instrument was examined and confirmed the failure mode as reported. The tip had fractured off and was not returned. The lot code was updated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should also be noted that the current returned device was manufactured prior to the material change to (B)(4) and is one of the affected lots associated with the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. It is reported a portion of the device remains in the patient. Review of the device history records did not find any related anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. A complaints search against product cde (B)(4) identified previous complaints received for this failure mode. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn (B)(4)) was initiated on (B)(4) 2015. It should be noted that the current returned device was manufactured after the material change to 450ss alloy and is not one of the affected lots associated with the voluntary recall. The investigation could not draw any conclusions about the root cause of the reported fracture without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: update december 23, 2015: received complaint device. Product lot code change. The instrument was examined and confirmed the failure mode as reported. The tip had fractured off and was not returned. The lot code was updated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on (B)(6) 2015. It should also be noted that the current returned device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation will remain closed, as this information does not affect the outcome of the investigation.